Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4) - performa - system 1, serial number - unknown. (B)(6) - mobile I - system 2, serial number - (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 154 mg/dl on performa meter (system 1) and 465 mg/dl on mobile meter (system 2). No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.